Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging bad taste, sinus congestion, dryness in eyes, sinus problem. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 09, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device top is broken, leaves patient with bad taste in mouth, rubber seals turning yellow, severe sinus congestion, dryness in eyes and sinus and aslo alleged device will not turn on/device not functioning, burning/smoke/electrical odor that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an investigation, the manufacturer observed that there is a dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, flip lid assembly, humidifier bottom enclosure, flip lid seal, heater plate, lifting tray, dry box seal, dry box, humidifier rear panel. Mold like bacteria was observed on the flip lid seal. Discoloration was observed on the flip lid seal and dry box seal. The modem was unable to connect to the error log viewer. Liquid ingress was observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was a evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.